Event description:
The customer reported that occasionally high-frequency signal artifacts are recorded during an ECG acquisition performed by cardiovit at-180 electrocardiographs. These artifacts were occasionally misclassified by the electrocardiograph as pacemaker impulses.